Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process of the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump, which was still under warranty. The customer chose to use multiple daily injections as backup therapy and had up-to-date software on the pump. Technical support provided instructions for returning the malfunctioning pump and advised the customer on setting up the replacement pump, confirming that all instructions were understood and acknowledged by the customer.